Manufacturer narrative:
Date of report: 20sep2019. Conclusion code. Added usage of device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/19/2019. Multiple attempts were made to retrieve the advised repair information; however, no response was received. It is unknown as to whether the device was repaired, tested and returned to use or scraped. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Caller reported check vent alarm led failed. The customer was advised to replace the power switch overlay for an alarm led failure. It was reported that there was no patient involvement at the time of the failure.